Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue through various charging configurations were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump while the caller used multiple daily injections to ensure insulin delivery was not interrupted, and the caller was instructed on how to return the faulty pump to tandem.